Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "lymphoplasmocytic inflammatory and histiocytic with formation of aggregates".

Event description:
Patient reported "baker grade iii capsular contracture was found", "folds of the implants", "lymphoplasmocytic inflammatory and histiocytic with formation of aggregates", and "was desperate to know about the recall". Affected side is right. The device has been explanted.